Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". According to the customer: "not infusing the set volume: when it alarms that the set volume infused the actual medication is still full, however pump never alarmed of any fault. Clinical engineer stated that he has a pump that ICU said caused the above issue and they filled in an incident report for. He queried if he can return the pump to verify if the pump is working accurately."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 4079 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device- and keyboard history files were read out and analysed. Day of the incident: 2022-05-01/2022-05-02. At 2022-05-01 21:01 p.m. An space line was inserted. One minute later the vtbi (volume) was set to 980 ml furthermore a rate of 100ml/h was set. The infusion was started at 21:02 p.m. At 2022-05-02 06:30 a.m. The infusion was stopped by pressing the "start-stop" button. Up to this point, the infusomat space has delivered a volume of 949.04 ml. Furthermore, there are no anomalies. The device works within specification. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (353-01-001) on the lower housing were intact. The device is in a clean state. There is one pressure point on the operating unit in the viewing window of the display. Furthermore, there are no anomalies. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. A pressure point on the display could be detected. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,51 bar (should be: 0,1-0,7 bar). Pressure stage 5: is: 0,86 bar (should be: 0,4-1,0 bar). Pressure stage 9: is: 1,31 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 2,14 bar (should be: 1,8-2,5 bar). Pmin: is: 1,75 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,87 bar (should be: >1,0 bar). The device matches the required values and standards. All measured values are within our specification. 2.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,55%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.5 disassembling: during the investigation no faults could be detected, to investigate the inside, the device was disassembled complete. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. The device works within our specification. No anomalies could be detected.